Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation during the visit showed a sharp rise in the pacing impedance on the patient's atrial lead and an increased capture threshold. The patient was asymptomatic. The physician explanted and replaced the lead. There were no adverse events throughout.